Event description:
It was reported that filter break occurred. A sentinel cerebral protection system (cps) was selected for embolic protection during a transcatheter aortic valve replacement procedure. The sentinel cps was advanced into the patient's anatomy. The proximal filter was deployed and recaptured for positioning. Upon attempt at subsequent deployment, the proximal filter failed to deploy. The sentinel cps was removed and exchanged for another to complete the procedure. After the original sentinel cps was removed, it was noted that there seemed to be partially torn latex material from the rim of the filter. No patient complications were reported.